Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the connection port. This issue was identified during preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to e1: initial reporter e-mail: (B)(6). Additional information was added to g1: device manufacturer e-mail, h3, h4 and h6. H4: the lot was manufactured from november 26, 2019 - november 27, 2019. H10: the two (2) actual devices were not available; however, a video sample was received for evaluation. A visual inspection was performed on the video sample which revealed a leak from the spike port bonding area. The reported condition was verified for one sample. The cause of the condition could not be determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. The remaining device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.